Event description:
The impedance measurements were greater than 4,000 ohms. The patient underwent a surgical intervention. The lead was broken near the tines, no twisting or apparent stress noted, and was replaced. The patient's outcome was unknown.

Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete.